Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿percutaneous vertebroplasty for the treatment of symptomatic vertebral hemangioma with long-term follow-up¿ written by arun kumar gupta, pranjal phukan, and narendra bodhey published in interdisciplinary neurosurgery in 2021 was reviewed. The aim of this study is to illustrate our experience and to evaluate the short term and long-term effectiveness of pvp in the treatment of the patient with symptomatic vh resistant to conservative medical management. There were 38 procedures (percutaneous vertebroplasty pvp) in 34 patients. 30 of the procedures used depuy cmw bone cement 3 and the remaining 8 were completed with competitor cement. Adverse events (not specific to cement mfg): 5 patients sustained an epidural leak. With 2 patients deteriorating requiring laminectomy and decompression. The other patients were clinically silent. 2 patients had venous filling ¿ patients were clinically silent. 1 patient had disc space filling-patient was clinically silent 2 patients had par spinal soft tissue extravasations- patients were clinically silent. 1 patient was reported to have been static with pain at the 60 month follow up period (not asymptomatic or improved). This patient went onto have addtional procedures for the treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.